Event description:
The instrument was used during a radical gastrectomy. Rep reported the instrument was used on the stomach. It was fired but surgeon stated he felt like no staples were in it-something didn't feel right. The stapler was released before cutting and no staples were present. This instrument was straight from the blister pack. Consequently, a reload was used and fired ok with no adverse pt consequence.